Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the device reached early elective replacement indicator (eri.) It was also reported that the device output was programmed high for right ventricular (rv) and left ventricular (lv) for the duration of the device implant and 100% bi-v pacing. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).